Manufacturer narrative:
Product analysis: analysis determined that the external pulse generator (epg)'s display wire was pinched with the wire insulation exposed. It was noted that two output connector nuts and five case screws were contaminated. It was further noted that the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.